Manufacturer narrative:
Add'l lot# v24a8k.

Event description:
It was reported that the device was used during a hand assisted laparoscopic colectomy, the ratchet handles broke. All the pieces were accounted for and case was completed with no consequence to the patient.